Event description:
It was reported that this right ventricular (rv) lead was repositioned due to lead dislodgement which was confirmed through x-ray and device interrogation. This rv lead remains in service. No additional adverse patient effects were reported.